Event description:
A u.s. Distributor returned a monitor indicating that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the monitor was resetting. Upon evaluation, there was corrupted files on the sd card. The cause of the resets is the corrupted sd card. The root cause of the corrupted sd card cannot be positively identified. No adverse event resulted from the defective monitor.